Event description:
It was reported while using bd vacutainer® sst¿, 50 tubes presented fibrin filaments and clusters as well as red cell hang-up. It is unspecified whether all 50 tubes exhibited one or both issues. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received six photos for investigation. The analysis of the customer photos showed fibrin being extracted from one of the tubes and residual blood at the top of the tubes. Additionally, 30 retained samples underwent a visual inspection, and all retained samples passed the inspection. Complaints for sample quality are under statistical control for the month of february 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: fibrin and red cell hang up based on customer photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿, 50 tubes presented fibrin filaments and clusters as well as red cell hang-up. It is unspecified whether all 50 tubes exhibited one or both issues. No adverse impact was reported regarding the patient or user.